Manufacturer narrative:
(B)(6). This report is for 12 unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Exact date unknown; reported as approximately 6 weeks prior to explant date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that open reduction internal fixation (orif) of the proximal tibia was performed around six (6) weeks ago. Due to post-operative infection, patient was revised on (B)(6) 2015 to explant twelve (12) intact screws and an intact plate. Patient was revised with external fixation. No reported surgical delays were reported; procedure was successfully completed and patient/status outcome was stable. This report is for 12 unknown screws. This is report 2 of 2 for (B)(4).